Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2009. The patient presented with a recurrent ventral hernia on an unknown date. Upon exploration, the surgeon discovered the device was completely adhered to the bowel. The suture line was intact and the edges were intact, but the center of the device was disintegrated and broken. The surgeon attempted to remove it but could only remove a couple of small pieces which were discarded. The surgeon placed physiomesh to repair the defect. The procedure was completed.